Manufacturer narrative:
H3: visual and optical inspection revealed the tip of the balloon has been damaged. The upper portion of the balloon has been cut/torn and separated from the lower portion of the balloon and the inner sleeve appears to have been stretched from the removal process from the cannula. The damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body and the ibt being pulled back through the canula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during f illing cement as part of l2 bkp procedure in a patient diagnosed with compression fracture due to primary osteoporosis. It was reported that ibt only bulged from the insertion site to the head. The balloon ruptured around the upper end plate. After the balloon rupture, the ibt could not be pulled out from the cannula of the osteo introducer, so the ibt stylet was pulled out and then pulled out, but half of the tip of the balloon and the x-ray marker were separated and remained in the body. There was a delay of less than 60 mins. There is no plan for an additional procedure to remove the balloon tip which is in patient's body. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.